Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s right ventricular (rv) lead revision procedure the atrial lead was adhered to the rv lead and therefore the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.